Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the indigo aspiration system include, but are not limited to, distal embolization, hematoma or hemorrhage at access site, inability to completely remove thrombus, hemorrhage, vessel spasm, thrombosis, dissection, or perforation, peripheral thromboembolic events. Therefore, it was determined that the reported adverse events were anticipated complications.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein using an indigo system aspiration catheter 12 (cat12) and a non-penumbra sheath. During the procedure, imaging was taken prior to advancing the cat12 into the patient. While advancing the cat12 towards the target vessel, it was reported that the cat12 could not pass through the saphenous vein without causing pain to the patient. Therefore, the cat12 was removed and imaging was taken showing that a vasospasm had occurred. There was no noted damage to the cat12 after removal from the patient. The patient was experiencing pain, so the procedure was ended and the physician decided to administer heparin and monitor the patient. It was also reported that the physician may decide to continue the procedure with anesthesia at a later date. The patient is currently stable.